Event description:
It was reported via a legal notification that a male patient had a right knee implanted with an optetrak logic polyethylene tibial insert, then underwent a revision procedure and was implanted with a second optetrak logic polyethylene tibial insert, stated that he will likely require a second revision surgery on the right knee to remove the recalled optetrak polyethylene tibial insert in the foreseeable future; there is no cause for this supposition cited in the document. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. This is 1 of 2 reports for this event. This is 1 of 2 events for this patient.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was able to be evaluated; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported adverse event cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.